Manufacturer narrative:
Date supplemental 01 sent to FDA 11/3/2015. Evaluation summary: post market vigilance (pmv) led an evaluation of one roticulator* 55-4.8 titanium stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that the staples were not deployed upon the first fire and the staples were u shaped during an anterior resection procedure. There were no visual or functional abnormalities noted during pmv testing. Four staples were received; three unformed and one malformed. The instrument was received with the pushers advanced and the handle locked. Functionally, the instrument was reloaded with staples and applied to test media. The staple line was properly formed, and the jaw properly clamped and unclamped when the approximating lever was operated. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. The file will be closed as a fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter, during an anterior resection of rectum, the staples were not deployed upon the first fire. Staples, which formed in the u-shape, fell into the patient's cavity and could be retrieved. The procedure was successfully completed by hand-sewing. Tissue was not too thick or stiff. Surgical additional tissue resection: no. Tissue damage: yes. Oozing bleeding. The last patient status: good.